Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient initially presented with noise on the atrial lead causing inappropriate mode switch and observed on egm. New episodes of noise were also noted on (B)(6) 2018. The patient is not dependent on the device. No interventions were performed. The patient was stable and will continue to be monitored normally.